Manufacturer narrative:
The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The endoprosthesis remains implanted in the patient. Only delivery catheter, deployment knob, and deployment line were returned for investigation. A review of the manufacturing records indicated the device met pre-release specifications. The delivery catheter, the deployment knob, and deployment line were returned. The following observations were made: the deployment line was broken into two sections. One section was attached to the deployment knob and measured 4 cm. The other section measured 168.5 cm, including a 1 cm single fiber. The remainder of the device appeared unremarkable. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed.

Event description:
The patient presented with an aneurysm of the aortic arch which was treated with a branched stent graft (cook). A gore® viabahn® endoprosthesis with propaten bioactive surface was used to extend the branch into the left subclavian artery to further maintain perfusion. The guidewire (terumo) was placed from the groin, through the branch and further to the brachial access. The viabahn® endoprosthesis was advanced to the left subclavian artery over this guidewire through a 12fr flexor® introducer sheath (cook). It was stated that the angulation of the entry to the subclavian artery was approximately 180°. Reportedly, the physician deployed the viabahn® endoprosthesis at the intended location, but they experienced issues with the deployment line not separating from the device. When pulling the deployment knob the viabahn® endoprosthesis the position of the viabahn® endoprosthesis seems to be unstable. They used a balloon to stabilize the viabahn® endoprosthesis. In order to do so, they cut the deployment knob and cut a hole in the balloon catheter. Then they advanced the balloon catheter over the guide wire and the deployment line, so the deployment line was in the lumen of the balloon catheter, like a rapid exchange catheter. Then the balloon was used to fixate the viabahn® endoprosthesis. They pulled the deployment line and then it could be removed from the patient. The patient is doing well according to the circumstances.

Manufacturer narrative:
H6-code 4112: the physician provided images for investigation. H6-code 213: the imaging evaluation states the following: unable to provide an imaging evaluation with the images received, that the mages provided do not include images during deployment of the device.

Event description:
The patient presented with an aneurysm of the aortic arch which was treated with a branched stent graft (cook). A gore® viabahn® endoprosthesis with propaten bioactive surface was used to extend the cook device into the left subclavian artery to further maintain perfusion. The left subclavian artery was probed with a guide wire (terumo) from the groin and captured it as a pull-through wire at the arm access. The viabahn® endoprosthesis was advanced to the left subclavian artery over this guidewire through a 12fr flexor® introducer sheath (cook). It was stated that the angulation of the entry to the subclavian artery was approximately 180°. Reportedly, the physician deployed the viabahn® endoprosthesis at the intended location, but they experienced issues with the deployment line not separating from the device. When pulling the deployment knob of the viabahn® endoprosthesis, the position of the device seemed to be unstable. They used a balloon to stabilize the viabahn® endoprosthesis. In order to do so, they cut the deployment knob and cut a hole in the balloon catheter. Then they advanced the balloon catheter over the guide wire and the deployment line, so the deployment line was in the lumen of the balloon catheter, like a rapid exchange catheter. Then the balloon was used to fixate the viabahn® endoprosthesis. They pulled the deployment line and then it could be removed from the patient. The patient is doing well.

Manufacturer narrative:
The event description was updated.